Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer received unspecified higher sensor scan results compared to readings obtained on a hcp meter of 40 mg/dl and experienced dizziness and double vision. Customer was unable to self-treat and required treatment of yogurt, soup and a glucagon intravenous by hcp. There was no report of death or permanent impairment associated with this event.